Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2021". Therefore, 31dec2021 is being used to calculate the minimum implant duration. Device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that this inspiris resilia valve model 11500a19, implanted in aortic position, was explanted from this patient after an approximate implant duration of 3 years and 11 months due to calcific degeneration and leaflet tear, leading to moderate stenosis and severe regurgitation. The patient presented with dyspnea prior to the intervention. A mechanical valve was implanted in replacement. The patient was noted as to be in stable condition after the procedure.

Event description:
Edwards received notification from italy that this inspiris resilia valve model 11500a19, implanted in aortic position, was explanted from this patient after an approximate implant duration of 3 years and 11 months due to calcific degeneration with leaflet tear, leading to moderate stenosis and severe regurgitation. The patient presented with dyspnea prior to the intervention. A mechanical valve was implanted in replacement. The patient was noted as to be in stable condition after the procedure.

Manufacturer narrative:
Information added/updated to section b5, h3 and h6 (investigation findings and investigations conclusions) correction data in section h6 (device code): 4008 (material split, cut or torn) code removed additional h6 (type of investigation) code: labelling review. H3: device evaluation: the device was returned for evaluation. Customer report of calcific degeneration, stenosis and leaflet tear was confirmed through visual observations. Report of regurgitation was confirmed in the as received condition due to leaflet tears. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated moderate calcification on leaflets 1 and 2 and heavy calcification on leaflet 3. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both aspects. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Subvalvular apparatus was returned not attached to the valve. Calcification visible near the tears. Calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a tear of approximately 4mm x 13mm and leaflet 3 had a tear of approximately 2mm x 4mm. Torn leaflet fragments were not returned. Sewing ring cloth was cut in multiple areas around the valve and exposed the metal band. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.